Manufacturer narrative:
The subject device has not been returned to omsc. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device tested positive for following bacteria during a routine surveillance culturing test at the facility. Instrument channel: neisseria sp., streptococcus sp. And unspecified bacteria (13 cfu/10 ml). Auxiliary channel: neisseria sp., streptococcus sp. And unspecified bacteria (>200 cfu/10 ml). The test result indicated no microbial growth for the water channel. Other detailed information such as reprocessing method was not provided from the facility but there was no report of patient infection associated with the event.